Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the monitor was resetting after delivering a pulse. The cause for the failure was isolated to the defibrillator pca and computer/analog board. The insulated-gate bipolar transistor (igbt) q13 was shorted on the defibrillator pca, allowing high voltage to travel to low-voltage circuitry. The high voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the shorted q13 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed incoming functional testing.